Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging the meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at 5 am. The patient reported using a combination of lantus insulin and novolog insulin to manage her diabetes. The patient reported on (B)(6) 2014 she had her usual medication. The patient reported 45 minutes later she developed shaking. The patient reported on (B)(6) 2014 she went to a doctor¿s office and was given a blood glucose test only by a lab method. The patient was unable to recall the reading. At the time of troubleshooting, the cca noted the alleged issue was resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims, due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.